Event description:
It was reported that the patient's right atrial (ra) lead dislodged. The ra lead was explanted and replaced. No patient consequences reported throughout the procedure.

Event description:
New information received indicated that the right atrial (ra) exhibited high capture threshold and low sensing due to dislodgement.